Event description:
The reporter stated that they continue to have problems with the product falling apart while on a patient when the patient goes to the floor. No patient injury or treatment associated with the issue.